Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9325203, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify visible evidence that the product was contained inside the dispenser. The provided photo only showed the label information. Based off the provided photo the engineer was unable to verify the reported defect and without a physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that nexiva 20 ga x 1-3/4 in single port had incorrect labeling. This was discovered before use. The following information was provided by the initial reporter: material no. (B)(6). Batch no. 9325203 it was reported that package contained the wrong product, incorrect labeling.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 20 ga x 1-3/4 in single port had incorrect labeling. This was discovered before use. The following information was provided by the initial reporter: material no. 383518, batch no. 9325203. It was reported that package contained the wrong product, incorrect labeling.